Manufacturer narrative:
Product analysis: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) earlier than expected. The device remains in use but a replacement will take place in a few months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) 2018: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis found the device battery to be severely depleted at 1.46v. However, the device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. There was no evidence of a high current drain condition. The hybrid was verified to exhibit nominal current drain before placement in a humidity chamber. The current drain remained nominal throughout the test environment. No hybrid anomalies were observed. Battery analysis revealed plated lithium material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the head space insulator and contacted the cathode tab. Based on this analysis, the premature battery was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab(positive polarity). Product event summary: (B)(4) 2018: the device was returned and analyzed. Hybrid analysis found the device battery to be severely depleted at 1.46 volts. However, the device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. There was no evidence of a high current drain condition. Battery analysis revealed plated lithium material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the head space insulator and contacted the cathode tab. Based on this analysis, the premature battery was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab(positive polarity). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted.